Event description:
A malfunction of a clip applier resulted in a tear to the cystic duct. A drain was inserted and a different clip applier was used. No pt info was provided.

Manufacturer narrative:
The clip applier used in surgery was not retuned in a timely manner, therefore no investigation could be conducted and a root cause was not determined. No issues were found with the device history record.